Event description:
It was reported that the patient had a hip replacement and approximately 18 years post implantation the ceramic sliding pair suffered a break. A revision surgery is needed but it is unknown if it has been planned or performed to date. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
D10. Cerasul head 28/0 item# 4070102 lot# 2224740. Allofit shell uncemented item# 4246 lot# 2338988. Metabloc stem uncemented 10 taper 12/14 item# 21004910 lot# 2333877. Plus orthopedic cerclage band item# unknown lot# unknown. Unk screw plug item# unknown lot# unknown. Unk screw item# unknown lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, approximately 18-year post implantation, underwent a revision due to a fractured liner. The head and liner were revised without complication and all other implants remain in place. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
The cerasul insert was returned for investigation, together with a cerasul head. The ceramic inlay of the cerasul insert is fractured and detached from the polyethylene inlay. The polyethylene inlay shows damages in form of dents, cuts, deformation and abraded areas. Some areas on the polyethylene inlay exhibits a rough abraded appearance on the inner side; however, one area of the surface seems to be polished. Whitish areas with subsurface cracks are visible along the rim. Additionally, regions of delamination are identifiable due to discoloration, likely caused by trapped body fluids. The ceramic inlay is fractured into several fragments, but some small fragments were not returned. The fracture surfaces of the fragments appear smooth. One side of the rim shows metal transfer. On the backside, on the edge of the fractures surfaces some chipped-off fragments are visible. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The patient is female and was born in (B)(6) 1950 (bmi 25.58). The patient had an initial left tha. Subsequently, the patient underwent a revision due to a fractured liner. During surgery head a liner were revised and all other implants left in place. Based on the analysis of the retrievals, the separation of the ceramic part from the polyethylene part and the fracture of the ceramic part can be confirmed. However, it remains unclear whether the ceramic part separated first, leading to the fracture, or if the fracture caused the ceramic part to become loose. The damages and cracks detected along the surface of the polyethylene liner point to a possible material embrittlement due to oxidation. One potential scenario is that the embrittlement of the polyethylene liner led to loosening and mispositioning of the ceramic part, which then possibly resulted in its fracture. However, with the available information, the exact sequence of events cannot be determined. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.